Event description:
The company was informed that the pt experiences dizziness and loss of consciousness with loud noises. Advanced bionics is in the process of gathering further info. Once further info is received a supplemental report will be submitted.